Event description:
During sphincterotomy dr was using the tome39 and vizi wire. Upon bowing the tome and activating the foot pedal, the distal end of the tome became detached exposing the wire . Immediately removed and replaced with second tome (same lot) and the same issue occurred again.